Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-03653. It was reported that after an unrelated surgery, the patient was experiencing ineffective drg stimulation which programming did not resolve. Surgical intervention occurred to explant the system, which addressed the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-03653.